Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID (B)(4) implantable cardioverter defibrillator (ICD)  implanted: 2008 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high threshold and high impedance. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4) the full lead was returned in segments and analyzed. The primary analysis finding noted no anomalies were found. The distal electrodes were covered at the lv2/proximal with body tissue/fibrotic growth. Visual analysis noted the lead had apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.